Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The needle was bent. Additional eval is required. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on the hs iii proximal seal system 4.3 mm tore the aorta during the aortotomy. The aorta was able to be stitched up as part of the aortotomy/anastomosis. The hospital did not report any pt effects.